Event description:
A report was received that the patients battery was a little tender to touch. No device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patients ipg flipped forward causing difficulty charging the ipg. The patient will undergo an ipg revision procedure wherein the ipg will be repositioned.

Event description:
A report was received that the patients battery was a little tender to touch. No device malfunction was suspected. The patient will undergo a revision procedure.